Event description:
Procedure type: oophorocystectomy. According to the rptr: after inserting the port into the cavity and removing the obturator from it, air leaked immediately. It was noticed that there was no valve (seal) inside port. The procedure was completed with another port. While checking out the surgical video, they could not confirm if the valve (seal) broke off or fell into the cavity. No tissue damage. No bleeding. Extended or time: unk. No pt injury was reported. Pt status: ok. No further pt info available.